Event description:
It was reported that the customer was hospitalized due to a cellulites and she had high blood glucose at time of her admission. The caller mentioned that her insulin pump was in suspend mode for a very long time. The blood glucose at time of call was 173mg/dl. Troubleshooting was performed, and the alarm history showed several no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure and displacement test were completed and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.